Manufacturer narrative:
(B)(4). The product is in possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. Additionally, review of stored device memory noted that right ventricular (rv) pacing impedance measurements increased from 300 to 1,000 ohms approximately six month ago. Subsequent measurements varied. This device was explanted and replaced and the rv lead was surgically abandoned and replaced. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.